Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. It was noted on visual inspection that the coil of catheter unit near the handshake connection was kinked. The catheter sheath was also torn/split 83cm & 85cm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a catheter was broken. A 1.25 mm rotalink¿ plus was selected to treat the target lesion. During platforming, the physician tried to check the rotational speed of the burr before introducing the burr into the guiding catheter and it was noted that the catheter was broken. It seems that the part of the catheter broke between the burr and the advancer. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a catheter was broken. A 1.25 mm rotalink¿ plus was selected to treat the target lesion. During platforming, the physician tried to check the rotational speed of the burr before introducing the burr into the guiding catheter and it was noted that the catheter was broken. It seems that the part of the catheter broke between the burr and the advancer. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.